Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small pen cap sized hole was found near the bottom of an intravia container 150 ml capacity. A 138ml total volume bag of fluorouracil mixed with normal saline was dispensed to infuse over 46 hours, however about one hour later the bag felt empty. The patient had chemotherapy drug all over their clothing and had to return to the clinic to be cleaned up. A new bag of drug was compounded using an estimate of how much drug actually spilled on the patient and the patient was sent home for it to infuse over the next 45 hours. There were no issues with the remade bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed using the naked eye which observed a small hole in the bag. The other components were correctly placed and according to specifications. The reported condition was verified. The assembly process for all intravia bags have 200% visual inspection, before and after the printing process: afterwards the bags are tested 100% for leak. Therefore, if the defect was produced during the manufacturing process, it would be detected. The cause of the condition was concluded to be related to environmental conditions where the product is stored. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.